Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that two charging circuits on battery charger #1 lost regulation - could overcharge x-ray batteries. Replaced charger board 1. The charger board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement. And all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system charger board was not functioning during on-site testing. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Charger 1 board passed functional output test. Visual inspection noted led's light as expected, board has many leaking capacitors and hot melt running. Charger d has an audible hiss. Installed charger 1 board on imaging system 267 and the system functioned as expected. Charging, 2d and 3d imaging were as expected. Board has many leaking capacitors, but no functional problem found. The device was found to be fully functional with no fault found. The reported event could not be duplicated by medtronic personnel.